Event description:
In early 2009, the lay user/pt contacted lifescan (lfs) alleging an "inaccuracy issue" with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began the month prior, at 12pm. During that time, the pt reportedly obtained an "inaccurate high" reading of "160mg/dl" on the subject meter when compared to a reading of "110mg/dl" obtained on the doctor's/clinic's meter, performed in less than 10 minutes of time period. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of < = 30% and /or < =30 mg/dl. As a results of the reported issue, the pt reportedly took more food and/or drink. Approx 20 minutes after the reported issue, the pt reportedly experienced symptoms of "shakiness, sweatiness confusion" and reportedly "passed out". The pt reportedly took more food and/or drink as described self-treatment. There is no evidence that the pt received/required any treatment from the health care professional the cca noted that the control solution test results fell outside the expected range. Replacement products were sent to the pt. Based on the provided information, this complaint is being reported because the pt allegedly developed symptoms that can be associated with severe hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.